Manufacturer narrative:
The date (B)(6) 2015 is considered an approximate date of event.

Event description:
Additional information was received via a company representative. A surgeon wanted to rule out a cerebrospinal fluid (csf) leak via catheter dye study. The patient underwent a repeat catheter dye study on (B)(6) 2016. The catheter dye study revealed no abnormal findings. The patient has good therapeutic efficacy but continues to have small fluid filled area near the spine incision that comes and goes. No further information was known by the reporter at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving lioresal (unknown con centration and dose) via an implantable pump. The lioresal lot number wasn't provided. Other medications the patient was taking at the time of the event were unable to be obtained. The pump's indication for use (IFU) was listed as intractable spasticity and the patient's medical history was noted as spasticity. It was reported that the patient had a pump and catheter replacement on (B)(6) 2015 (see manufacturer's report # 3007566237-2016-00526). During the postoperative period, the patient developed fluid in the pump pocket and severe headaches. The neurosurgeon aspirated the pocket multiple times and the fluid continued to return. The surgeon took the patient back to surgery to explore the catheter for possible cerebrospinal fluid (csf) leak on (B)(6) 2015. It was reported that according to the healthcare professional (hcp), the posterior incision was surgically explored with no visible csf leak. A catheter dye study was performed with no evidence of fractures, leaks or breaks. The dye study showed normal myelogram. The hcp placed a purse string suture when the old catheter was removed previously during the pump and catheter replacement in (B)(6) 2015. The patient's headaches resolved and spasticity was well controlled. However, the patient reported continued fluid buildup in the pump pocket and back incision. It was noted that the patient sought a second opinion. The patient saw another neurosurgeon on (B)(6) 2016. The neuro surgeon suggested having the fluid drained and tested. It was stated that it should take a few weeks before the results were obtained. The patient's spasticity was still well-controlled with no headaches. The patient's status at the time of the report was noted as alive with no injury. It was also noted that the issue had not resolved at the time of the report. The rep reported on 2016-01-15 that the cause of the fluid build-up had not been determined. The event date was approximated as (B)(6) 2015. Follow-up was conducted for the lioresal concentration and dose, but this information has not been received. If additional information is received, a follow-up report will be sent.